Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncope episode. Upon review, it was noted that this crt-d delivered several inappropriate anti-tachycardia pacing (atp)s and two shocks due to atrial fibrillation (af) with rapid ventricular rate (rvr). The shocks accelerated the rhythm of this patient into the ventricular fibrillation (vf) zone, and a shock was delivered and converted the rhythm. Programming optimization was recommended. Currently, this crt-d remains in service and no additional adverse patient effects were reported.